Manufacturer narrative:
The investigation has determined that a lower than expected, vitros troponin I es (tropi es) result was obtained from a single patient sample when tested using vitros tropi es lot 6080 on a vitros xt 7600 integrated system. A definitive assignable cause could not be determined. Reported qc fluid performance indicates a vitros tropi es performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagents, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Within run precision testing performed on the vitros xt7600 system was within ortho guidelines indicating acceptable instrument performance at the time of the event. Therefore, an instrument issue is not a likely contributor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacture's recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Pre-analytical sample mix up s not a likely contributor to this event, as a review of the sample viscosity and fluid height in e-connectivity indicates the same sample was likely processed. A vitros tropi es lot 6080 reagent pack related issue is not a likely contributor to the event, as the expected result was obtained from the same reagent pack ID (2632). Continual tracking and trending of complaints has not identified any signals that would point to potential systemic issues with vitros tropi es, lot 6080.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected, vitros troponin I es (tropi es) result was obtained from a single patient sample when tested using vitros tropi es lot 6080 on a vitros xt 7600 integrated system. Patient sample 1 result of < 0.012 ng/ml versus the expected result of 0.083 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected, vitros tropi es result of <0.012 ng/ml was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).